Event description:
During the procedure a plastic piece of the fms broke off into the anterior chamber. Dr. (B)(6) stated it came through the handpiece. It was removed by dr. (B)(6). He gave an infection of 0.2ml kenalog. Patient went to recovery without further incident. Defective equipment saved.